Event description:
The account alleged the side rail will not stay in the raised position. No injury reported.

Manufacturer narrative:
The account found the side rail latch cover was bent. The account bent the side rail latch cover back into place to resolve the issue.